Event description:
It was reported that; "surgeon reported a screw failure during a post op visit."

Manufacturer narrative:
Method: device not returned; results: manufacturing records could not be reviewed because no lot number was provided. The parts remain implanted. There was no information on the patient's lifestyle and health per the stryker representative. Conclusion: the root cause in this case is not determined and multifactorial.

Event description:
It was reported that; "surgeon reported a screw failure during a post op visit."